Manufacturer narrative:
Concomitant products: product ID: 3037, serial#: unknown, product type: programmer, patient date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that their programmer is showing poor communication. They tried repositioning with the antenna multiple times and changing the batteries prior to calling, but still saw poor communication. Agent did not ask about the circumstances that led to the reported issue. On the call, they tried without the antenna but still saw poor communication. The issue was not resolved through troubleshooting. An email was sent to the repair department. The patient did not report any therapy concerns. Patient services reviewed to follow up with their doctor if the new programmer shows poor communication. On (B)(6) 2021, the patient called back stating they received the replacement programmer and still is seeing poor communication with and without the antenna. Patient confirmed they plan to bring the new equipment with them to their follow up appointment with their doctor on wednesday to have device and equipment checked. Patient stated they suspect at this point it's the internal battery that is the issue. Patient did not report any symptoms but stated the reason they think this is because new equipment didn't resolve the issue, even after switching batteries. There were no patient complications reported as a result of this event.